Event description:
It was reported that during a common iliac stenting treatment procedure, balloon deflation difficulties were encountered. During the procedure, the physician delivered the stent up to the left common iliac target lesion and deployed the stent, but the balloon would not deflate. The physician manipulated the balloon by attempting to pull back the balloon and trying to maneuver the sheath up over the balloon. The balloon successfully deflated and the case was completed. It was reported that there were no injuries or complications for the pt. Pt status is reported as "fine".